Manufacturer narrative:
Despite calls to the non-boston scientific patient registration department and device-following clinic, the date of the extraction procedure could not be identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2017 that this patient had been presented back to the hospital. A non-boston scientific implantable device and transvenous lead system and boston scientific subcutaneous implantable cardioverter defibrillator (s-ICD) system were explanted due to infection. The patient's device-following clinic was contacted and the clinic representative reported that the systems were explanted due to sepsis. Blood cultures were positive. The date of the explant procedures was not available at the time of the call. A boston scientific representative was not present during the extraction procedures. The explanted s-ICD system was not returned to the boston scientific representative.